Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 100 retained tubes from this lot number were inspected and no tubes with insufficient additive were identified. Additionally, retention samples were further evaluated through a clinical study: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, because the defect was not evident in the testing of the complaint lot samples. All samples (retain and control lots) demonstrated clinically acceptable performance for all visual observations evaluated. Visual evaluations of both retain and control samples for clotting demonstrated clinically acceptable performance for all observations. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting bd was not able to identify a root cause for this failure. H3 other text : see h.10.

Event description:
It was reported that 4 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had clotting. The following information was provided by the initial reporter: "customer said, there were clotted 4 samples before coagulation test a day."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes had clotting. The following information was provided by the initial reporter: "customer said, there were clotted 4 samples before coagulation test a day"